Event description:
It was reported by the rep that the (1) 355ld was used during an unknown procedure. It was reported that the inventory control person found the trocar on their desk with a note attached stating "blade did not engage." There was no pt consequence. There is no other info available.